Event description:
It was reported that there was a "display function value problem." Further information was provided that there was an intermittent display problem. There was no reported patient or user involvement and no adverse patient/user impact.